Event description:
A malfunction alarm was reported, specifically with malfunction code malf 9. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further problems.